Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride 3.0 mg n2e 6.0 mg plus blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Event description:
It was reported that the bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
H.6. Investigation summary bd received a sample and photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer sample was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.